Manufacturer narrative:
Do not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed insulation damage, which had been previously noted and repaired during an unrelated procedure. The rv lead was surgically revised on (B)(6) 2022, and a replacement rv lead was placed on the same date. X-ray imaging was used. The patient was discharged and no additional patient consequences were noted.

Manufacturer narrative:
Correction : h6: field should reflect code of low impedance. Correction : b5: field should be corrected to include malfunction of failure to sense and low impedance.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed insulation damage, which had been previously noted and repaired during an unrelated procedure. Low pacing impedance and failure to sense was noted on the rv lead. The rv lead was surgically revised on (B)(6) 2022, and a replacement rv lead was placed on the same date. X-ray imaging was used. The patient was discharged and no additional patient consequences were noted.